Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided, a cause for the bent shaft (deformation due to compressive stress) and thrombosis/thrombus could not be determined. Thrombus is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. While inserting a steerable guide catheter (sgc) with a guidewire (gw), the sgc was observed to be bent, and a blood clot was noticed in the right atrium. The sgc was removed and replaced. The procedure was completed with one clip implanted, reducing the mr to a grade of 1+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.